Event description:
During implant, the stylet was attempted to be removed from the left ventricular (lv) lead after it was implanted but was not able to be removed. The physician applied force to remove the stylet resulting in lv lead dislodgement and damage. The event was resolved by explanting and replacing the lv lead. The patient was in stable condition.

Manufacturer narrative:
The reported events were failure to remove the stylet, lead damage and dislodgement. As received, a complete lead was returned in one piece with stylet stuck inside the lead. The reported events of failure to remove the stylet and lead damage were confirmed. The cause of the reported events were due to bunching of inner coil and ptfe coating of the stylet distal to connector pin that prevented the removal of the stylet and excessive forces resulted in the connector pin to be pulled out of the connector assembly consistent with procedural damage. The s-curve height was measured to be within specification.